Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation revealed a leak in the proximal bond area.

Event description:
It was reported a balloon ruptured during preparation for an unk procedure. No pt complications were involved. Attempts to gain further details with regards to the circustances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated.. The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."